Manufacturer narrative:
This event concerns platform f fixtures. It is reported due to similarities to platform g fixtures.

Event description:
Bilateral platform f fixture removal due to chronic osteomyelitis.